Event description:
A malfunction was reported, but no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue arose again, which the customer understood.